Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device is debris in instrument channel. The device is soaking and will be re-cleaned. The borescope was put in the device backward through the suction connector (christmas tree type) on the scope connector and all of the way up where the umbilical cord meets the control body. It was observed that the brushes did not touch the channel wall on the side that the debris is being found. There is no reported harm to any patient or persons.

Manufacturer narrative:
Customer indiana university health (iu health) facilities had concerns connected with reprocessing of devices at the various iu health facilities. Arising from this concern, devices/events have been identified for the iu health facilities below: (B)(6). The associated devices/events that are identified at this time for (B)(6). Hospital are as below: patient identifier: (B)(6), model number pcf-h190l, serial number (B)(4); (B)(6), pcf-h190l, (B)(4); (B)(6), gif-1th190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), sif-q180, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gf-uct180, (B)(4); (B)(6), pcf-h190l, (B)(4); (B)(6), tjf-q190v, (B)(4); (B)(6), tjf-q190v, (B)(4) (first event); (B)(6), tjf-q190v, (B)(4) second event. This medwatch is for patient identifier:(B)(6). In-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer uses third party brushes. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses intercept detergent. The customer uses the scope buddy plus for flushing and the medivator¿s advantage plus pass through automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in service. Customer manager was provided with a copy of the documentation of the in service, posters, and websites for reprocessing videos. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.